Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detached event from connector on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.